Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported left rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening. ( (shell thickness was within specification) no additional observation. Visual analysis of the photographs identified: device patch with lot number 2576548 and catalog number mm- 295 g. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.